Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, as the implantable pulse generator (ipg) could not be exited from hibernation mode and therefore preventing therapeutic use. Premature battery depletion was ruled out and charging reeducation was attempted without success. The patient is reported to be recovering well postoperatively. The medical facility did not release the explanted device.